Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, reported that patient faced infusion set tubing detached from connector. Infusion set has been used for 48 hours. Customer replaced infusion set and resumed insulin deliveries successfully. No further information available.